Manufacturer narrative:
This report is submitted on december 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at implant site resulting in the decision to explant the device. The device was explanted (date not reported).